Manufacturer narrative:
(B)(4). The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00800.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery using pod packing coils (podj¿s). During the procedure, the physician placed the initials coils in the target using a lantern delivery microcatheter (lantern). While attempting to advance a podj through the lantern, the physician experienced resistance and subsequently, the podj became stuck. It was reported that the podj would not advance or retract and subsequently, unintentionally detached and unraveled. Therefore, the physician removed the lantern containing the detached coil and ended the procedure. There was no report of an adverse effect to the patient.